Event description:
There was no patient impact associated with this complaint. The patient's mother contacted animas alleging the pump dispensed insulin from the cartridge during the load step. The reporter stated after changing the cartridge during the load step it pushed all the insulin out. She attempted to a second time with the same result. Animas customer support instructed the reporter to disconnect patient from pump and go on backup plan.

Manufacturer narrative:
(B)(4): the black box recorded several load step malfunctions. The force sensor calibration was within specifications. The rewind, load and prime steps were performed with no alarms. The 24 hour test at one unit per hour basal rate failed with a loss of prime. The display and force sensor flex were in place. The force sensor flex cable as removed and the pin fell out of the cable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.